Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On february 25, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On 25th feb 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. A sensor replacement was approved for the user due to system performance. An RMA was issued for the sensor for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of the in-vivo data revealed depressed signals and reference channels since insertion on (B)(6) 2025. This is potentially due to coagulated blood from the insertion process interfering with the interface of the hydrogel leading to noisy/inaccurate sensor glucose readings. B4. Date of this report 23 may 2025. G3. Date received by the manufacturer? 23 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.